Manufacturer narrative:
Event date: exact date unknown, event occurred four years ago from the date the manufacturer became aware of the event. Explant date: explant occurred 4 years ago.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.